Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that during a stenting treatment procedure, vessel 'abrupt closure' occurred. In (B)(6) 2013, the patient was referred for cardiac catheterization. The first, 95% stenosed, 10 x 3.0mm target lesion was located in the first diagonal artery. The first target lesion was treated with pre-dilatation and placement of a 3.00 mm x 20 mm promus element plus stent. Following placement, an abrupt closure was noted. Post-dilatation was performed resulting in residual stenosis of 0%. The second target lesion was located in the proximal left anterior descending artery and was treated with pre-dilatation and placement of a 3.50 mm x 16 mm promus element plus stent with 0% residual stenosis. The patient was discharged the next day on aspiring and clopidogrel.